Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed multiple "abnormal aspiration alarms". The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number is duv67 with an expiration date of 14-apr-2026. The field service representative found that the ise (ion-selective electrode) bowl and the waste sipper were dirty, and the waste sipper was not aspirating all contents. He cleaned the bowl and bleached the waste sipper. He performed calibration, qc, checks, and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas pro ise analytical unit. Patient 1: the initial na result was 158 mmol/l, and the repeated result was 137 mmol/l. Patient 2: the initial na result was 148 mmol/l, and the repeated result was 142 mmol/l. The repeated results were obtained on another module and were believed to be correct. The samples were repeated because they were marked for a delta check in the customer's system.